Event description:
It was reported that during a stenting procedure, the stent appeared longer than labeled. The 100% stenosed target lesion was located in the mildly calcified and moderately tortuous left external iliac artery. Following predilation with a 4mm x 100mm non-bsc balloon catheter, a 8x120x75 epic vascular stent was advanced to treat the target lesion. However, they noticed that the stent appeared longer than the device specifications. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.:the epic stent delivery system (sds) was received with no original packaging or other devices. The stent was in the as-manufactured location within the sds. There was no damage to the sds. The stent was deployed to enable inspection and measurement. The stent was measured and found to be within specification. Inspection of the remainder of the device presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that during a stenting procedure, the stent appeared longer than labeled. The 100% stenosed target lesion was located in the mildly calcified and moderately tortuous left external iliac artery. Following predilation with a 4mm x 100mm non-bsc balloon catheter, a 8x120x75 epic¿ vascular stent was advanced to treat the target lesion. However, they noticed that the stent appeared longer than the device specifications. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.